Manufacturer narrative:
(B)(4). Excact date of event is unknown.

Event description:
A sentrant introducer sheath was used for treatment during an endovascular procedure. The physician reported extreme difficulty when removing the dilator. The physician described the amount of force needed to be extraordinarily large. The reason the sheath is hard to remove has to do with the sheath¿s valve and with the dilator which may enter too tightly into the sheath. In a regular anatomy of aaa or taa patients the sheath advances well in the patient and it is withdrawn very well. It is only retrieving the dilator that is hard. This happens in both endurant and valiant; however, the stent grafts go in perfectly. The physician stated that there were no patient injuries related to this and they have used quite a few sheaths. The physician was only making an observation about the performance and stated the sheath works well. There are other sheaths that do not present the same issue. The sheat was discarded by the user facility.